Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a shocking sensation at the neurostimulator site which started about 2 to 3 months ago and would occur 1 to 3 times a week at random times. Palpation of the device and movement did not cause stimulation changes. There was no accident or incident associated with the shocking. Interrogation of the device showed normal impedances on all, but electrode pair #5 and #8 which measured >40,000 ohms. It was noted that the pt did not change her programs and stayed at 2.2 volts all of the time. Add'l info was requested.